Event description:
It was reported to gems that the technician leaned on the control switch which drove the ii down onto a pt resulting in a broken rib. The ii collision sensor was not functioning. It was replaced.